Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-05968 and 2134265-2014-05969. (B)(4). It was reported that plaque shift occurred. In (B)(6) 2014, the subject presented with complaints of acute chest pressure radiating to the jaw and left upper extremity along with dyspnea and was hospitalized on the same day. Electrocardiogram (ECG) revealed st and t wave abnormalities. Troponin was found to be elevated and the subject was diagnosed with non st elevation mi and cardiac catheterization was recommended. At the time of event, the subject was taking aspirin. The study drug per protocol was last taken in (B)(6) 2012 and ¿other antiplatelet medication¿ was never taken during this study. Coronary angiography was performed and revealed 80% stenosis in proximal rca and 70% in-stent restenosis (isr) of the previously placed 3.0 x 38 mm and 3.0 x 20 mm overlapping study stents extending from proximal rca to mid rca. The study stents deployed in lmca and proximal lcx were patent. No percutaneous coronary intervention (pci) was performed to treat the rca. The residual high grade rca disease will need pci on follow-up. The subject was recommended on medical therapy - acetylsalicylic acid (asa) and plavix for at least one year and pci to rca when renal function allows. In addition, the 80% stenosis extending from lmca to proximal lcx was predilated with a 2.75 x 12 mm nc quantum apex balloon. Following predilatation, plaque shift was noted in the proximal left anterior descending (lad) artery and resulted to loss of flow to the vessel. Hence, a pt guide wire was placed in the lad. The 70% stenosis and plaque shift in proximal lad were then treated with balloon angioplasty, which established the flow into the vessel. Subsequently, a 3.0 x 16 mm promus premier mr stent was deployed in the lad and kissing balloon angioplasty was performed in the vessel, resulting in 0% residual stenosis. One day post procedure, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel.